Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration has been ruled out as a potential cause. However, quality support received additional information. The patient reportedly experienced some falls prior to the MRI procedure as well as loss of therapy. Additionally, the patient had an unrelated discectomy as well as a right knee replacement. Per freedom systems MRI instructions for use, 05-20500 rev. 1, "do not conduct an MRI procedure if the patient has any other implant or health condition that prohibits or contraindicates an MRI examination. If the patient has another implant, especially an electronically activated or "active" device, the safety of performing an MRI with the addition of freedom system (scs/pns) is unknown." The stimulator is used to treat pain. The cause of the heating sensation and muscle twitching is due to non-compliance to the IFU as the patient has a right knee replacement (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.

Event description:
The patient experienced a heating sensation and muscle twitching during an MRI of their lumbar spine. However, the patient did not notify the MRI technicians of the sensation until after the MRI. The patient is still experiencing some pain in their back after the MRI and has not been wearing the device for the last three months.